Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the crossflow pump pressure was higher than it was set to.

Manufacturer narrative:
Alleged failure: pressure was flowing more then it was set to. Flashing green on the outside for no reason. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be the inflow cassette was not properly inserted, kinked inflow cassette, user settings, improper joint level. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Gtin:(B)(4).

Event description:
It was reported that the crossflow pump pressure was higher than it was set to.